Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation caused by a small semi-compliant balloon in the left anterior descending coronary artery. The graftmaster 4.5 x 26 mm stent failed to cross due to the patient anatomy. A balloon was used to seal the perforation, then covered with a drug-eluting stent. There were no other complications due to the no cross. The patient was anti-coagulated with angiomax. The graftmaster did not cause or contribute to any complications or adverse events. No additional information was provided.